Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported by the user facility the patient was sent to x-ray in preparation for a planned routine ureteral stent exchange of two universa soft ureteral stents. The x-ray showed that both stents implanted for approximately 3 months had separated into halves. During the exchange procedure, the doctor was only able to retrieve the distal part of each of the stents. The following day a second procedure was performed to retrieve the remaining portion of both stents. No part of the stents remained inside the patient's body. According to the reporter, the patient did not experience any adverse effects as a result of these issues. Additional patient and event information has been requested but not yet received at the time of filing this report.

Manufacturer narrative:
The only specified information requested in follow-up communication is the lot number of the implicated device. Investigation ¿ evaluation two used partial universa soft ureteral stents were received for evaluation. Both devices had the proximal coil with a partial stent body attached stent #1: the proximal coil with 21.5 cm of stent body attached. The coil is covered in black discoloration and a thin layer of encrustation. Point of separation occurred at a sideport. Stent #2: the proximal coil with 10 cm of stent body attached. The coil is covered in black discoloration and a thin layer of encrustation. Point of separation occurred at a sideport. Point of separation on both stents appeared ragged. During examination of the stents there was no evidence the material was brittle or weak. No manufacturing anomalies were observed with the returned pieces. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be performed as the lot number was not provided. A review of complaint history for this product/lot number combination could also not be performed. Based on the provided information a definitive root cause cannot be established per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.